Manufacturer narrative:
Bayer service performed a checkout of the stellant d injector system and found it performed to specifications. The system has been in use daily since the reported event. The disposables used in the reported occurrence were discarded by the customer and unavailable for evaluation. In addition, lot numbers were unable to be provided; therefore testing of retained samples is not possible. The customer has accepted additional applications training. A bayer clinical support specialist is in contact with the customer and will schedule a site visit in the near future.

Event description:
The following information was obtained from a bayer representative: a trauma patient suffered an air injection while attached to the stellant d injector system. The patient was placed on hi-flow o2 in trendelenburg position for two hours. Following treatment, a repeat CT scan was performed to assess the air and it was found to be resolved. The patient is reported to be recovered. No additional intervention was necessary.

Manufacturer narrative:
Corrected data from initial report: the initial emdr (2520313-2018-00040)dated may 4, 2018 was submitted with the "date received by manufacturer". The correct information is as follows: date received by manufacturer - 4/11/2018.